Manufacturer narrative:
Additional relevant information will be provided when the device evaluation is completed.

Event description:
It was reported that approximately two weeks post-surgery, the patient began experiencing extreme back and leg pain. It was discovered that two of the eight closure tops "backed out" of the tulips heads of the screw and were free floating in the patient. The patient was taken for revision surgery and all eight closure tops were removed and replaced as well as the two rods were removed but the re-used during revision. No further patient complications were reported.